Manufacturer narrative:
The electrode (lot# 174p02l001) was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time. However, based on similar reported events related to the device, the most probable cause of the reported event can be attributed to the operator's technique from mechanical overload by the application of excessive force, the electrode comes into contact (unintended) with other metal parts, e.g. Surgical instruments while the high-frequency output was activated and/or higher output settings on the electrosurgical generator. If additional information becomes available or if the electrode is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a transurethral resection of a prostate procedure, the loop wire of two electrodes broke off and fell into the patient. The device fragments were retrieved by the physician. The physician opted to switch the resectoscope from bipolar to monopolar. The procedure was completed with no issues. There was no patient injury was reported. In addition, there was no bleeding to the patient observed. The device was inspected prior to use with no anomalies noted. Report 2 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. A visual inspection of the received condition was performed on the device and confirmed a damaged cutting loop at the distal end. The entire loop is missing. Approximately 4.1mm of the cutting loop was not returned and is suspected to be missing. The two resector posts at the distal end are twisted and out of its original shape. Char marks and foreign material on the distal end was observed, consistent that the device was in use. The proximal end of the device is able to insert and lock into our test (B)(4) working element smoothly without issue. The evaluation was unable to conduct a continuity and a functional test due to the damaged loop.